Manufacturer narrative:
Product was not returned so the failure analysis and determination of root cause was not possible. A serial number review found that this is the 1st complaint opened for this device; no further service history available for this device. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed. The reported complaint was not confirmed.

Event description:
The customer reported that the lcx02p oxygen partial pressure (pto2) monitor pool unit was requested as a loaner due to patient emergency. The unit was shipped along with an intracranial pressure (icp). Upon receipt and testing during set up by biomed, the licox had shaky parts inside the monitor. The customer reached out to integra technical support and was advised not to use the monitor as it may be broken inside or something may have happened during shipping. It was reported there was a (1) day delay as integra had to ship a secondary unit which subsequently worked. Additional information received on 21aug2020 from the sales representative confirmed the 1 day delay in use.

Event description:
N/a

Manufacturer narrative:
Oxygen partial pressure monitor (lcx02p) was returned for evaluation. The reported complaint was confirmed from the evaluation. Loose lcd display connection was found inside the unit. During repair, re-set lcd display loose connection inside the unit. The monitor was retested and all tests passed.